Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the device complaint. The device was connected to the generator and an error (B)(4) message was displayed. The error message was cleared, however, when the blue coag button was depressed the device remained activated. Upon removal of the blue coag button, the left side dome switch was observed to be collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coag function to activate on its own.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forceps were plugged into the generator and activated on its own without depressing the activation button. A ¿connect instrument to universal socket¿ error message was observed on the generator. It was reported this is phenomenon occurred outside of the patient. A second device was plugged in and exhibited the same issues. The intended procedure was completed with a third similar device. There was no patient injury reported. This is report 1 of 2.